Event description:
It was reported that this subcutaneous implantable cardioverter-defibrillator (s-ICD) system delivered an inappropriate electrical shock due to oversensing and low amplitude. Troubleshooting options were discussed and recommended. Reprogramming efforts were performed and the plan is continuing to be monitored. The s-ICD system remains in place. No patient additional adverse events have been reported.